Manufacturer narrative:
The device was not expected to be explanted or returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient went to the hospital for a cardiac catheterization procedure. The patient's device paced at a high rate (the maximum sensor rate) despite not exercising. Boston scientific technical services (ts) was contacted for assistance and discussed that the device's minute ventilation sensor may have oversensed signals from the hospital equipment. Additional information received from a pacemaker nurse at the patient's device following clinic indicates that the patient had a low ejection fraction of 30 to 35 percent, with a history of congestive heart failure, aortic valve repair, hypertension, and coronary artery disease. A few weeks after the cardiac catheterization procedure, the patient had a transcatheter aortic valve replacement procedure and was discharged a few days later. The patient was re-admitted a few days post-discharge, due to dyspnea. The patient was aspirated and died the following day. There were no allegations that the device caused or contributed to the patient's death.